Manufacturer narrative:
(B)(4). B5: describe event or problem - additional. H2: additional information. H6: patient code: additional.

Event description:
Subsequent to the initial MDR, additional information was provided on (B)(6)2020. It was reported that prior to the patient becoming unconscious, they experienced dizziness. While in the hospital, they were treated with a glucagon injection and was discharged from the hospital after a few hours on the same day(B)(6)2020. No additional patient or event information is available.

Event description:
Subsequent to the initial MDR, a correction has been made. A blood glucose baseline reading of 40 mg/dl was used to estimate the maximum potential risk to the user. Using these estimations, it was determined that an estimated glucose value of 120 mg/dl falls outside of the acceptable range when compared against a blood glucose meter value of 40 mg/dl and falls within the d zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(6).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2020. The patient¿s wife stated that the cgm and bg values, were off by 80 mg/dl. The patient became unconscious and was convulsing. The patient¿s co-workers called an ambulance. No details of medical treatment were provided but the patient recovered. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.